Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was alerting but no alert was displayed however insulin pump was flashing red and beeping and also insulin pump had blank display and frozen display. Customer attempted to clear the alert they removed the battery for a second and then insulin pump alerted stuck button. Customer stated they did not press a button down for 3 minutes or longer. Customer stated the display was blank less than 30 seconds and then returned. Customer was unable to clear a power error. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.